Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed, but did not result in pacing inhibition. Testing was performed, but the noise could not be reproduced. The source was not determined and no visible damage was observed on the lead. The rv lead was explanted and replaced. No additional adverse patient effects were reported.